Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 512 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include dehydration and the patient being lethargic. One at the hospital the patients pod was removed. The patient was admitted to the intensive care unit (ICU). The patient was treated with an insulin drip. The patient was released from the hospital after 3 days.